Event description:
The lay user / patient contacted lfs alleging inaccurate low readings on their one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that she had obtained low readings compared to the lab. The patient obtained a 112 mg/dl on the lfs meter on (B) (6) 2010 and greater than 30 minutes later obtained a 177 mg/dl in the lab. At an unspecified time, after testing on her lfs meter, the patient developed symptoms of a headache, blurred vision and felt light headed. On (B) (6) 2010, the patient was treated with an increased dosage of insulin based on the physician's recommendation. Product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, and how soon after testing on their meter they developed symptoms, and whether they tested on the lab the same day as testing on their meter and how long symptoms lasted. At this time there is no evidence that the meter malfunctioned since the time difference between the 2 readings were greater than 30 minutes from one another, which is not a valid comparison. The complaint is being reported since the patient alleged that due to the alleged inaccurate low readings she later developed symptoms and had to receive insulin by her physician.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.